Manufacturer narrative:
(B) (4). The ge service rep found the large cable had a short in it. He replaced the cable and the system operates as intended.

Event description:
The customer reported that there was an intermittant loss of power to the mainframe. A reboot corrected the problem.